Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime due to a loose drive support disk. The insulin pump also had a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. Inspected the drive support cap, and it did not appear to be damaged. Nothing further was reported.